Event description:
It has been reported to the co that this catheter was placed on the patient, 4 days later, the blue balloon port on the outside of catheter broke off the unit. There was no injury to the pt and the device is not being returned for co's analysis.